Event description:
Baxter notified through third person legal claim. The claim alleges that the patient was dialyzed and became ill between august and september 2001. The patient was treated with vancomycin for "a blood infection". No further information available.